Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the minute ventilation (mv) sensor if the device was not performing as expected when providing support during exercise. Subsequently it was reported that this device was explanted and replaced. Exhaustive attempts were made to gather more information regarding the reported events; however, no further information was provided. This report will be updated if additional information becomes available.